Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix this issue the fse replaced the power cord assembly. During functional check, the stm observed that the real time clock didn't work correctly. To address the discovered issue the stm replaced the executive processor board. The stm then performed a full calibration and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient, the end user noticed that the cardiosave intra-aortic balloon pump (iabp) was not working on mains power and the batteries were in use. Therapy was stopped and the iabp was removed. It was later reported that the unit generated a low battery alarm during the event. There was no harm or injury to patient and no adverse event was reported.